Event description:
Ed alleged pt pendant with cable pulled from body and there are bare wire exposed. He said there was no pt in bed, and no injuries occurred. Bed is from pcu unit.

Manufacturer narrative:
A new pendant was shipped for resolution.